Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios application was provided for evaluation. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 04-17-2023 for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to lcd damage. Receiver charge was performed and passed. Receiver boot was performed and failed. Data log analysis was performed and failed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse. The reported event of signal loss over 1 hour is reportable based on the evidence was observed via the data investigation. No injury or medical intervention was reported.